Event description:
The pt reportedly experienced ongoing pain, that has resulted in inconsistent use of the cochlear device. The pt has been prescribed gabapentin after being diagnosed with occipital neuroglia, that has reduced the pain. Programming changes have also reducted the pain. Device testing revealed shorts between some electrodes. The center will pursue device revision due to pt's history of pain.